Event description:
It was initially reported that diagnostics performed were showing "low impedance." The patient was said to have recently had a generator revision, so it was unclear if the lead pin was properly inserted. Last known diagnostics showed the dcdc-value to be at 0 as recently as (B)(4) 2010 with the previous generator. The impedance value was showing to be less than 200 ohms with the diagnostics performed. Patient is saying that she has occasionally felt stimulation in the past including with her previous implant. The patient was in the office in (B)(6) 2010 and had dcdc of 1 on the diagnostic performed at the time. The patient has had no seizures in 7 months. The patient had a hysterectomy in (B)(6) 2010 and the physician feels that some of her seizure activity might have been due to hormones. Patient has not had any other complaints of adverse events. The patient was unable to feel any stimulation during magnet activation. Advised her that it appears that there is a lead issue. Later, it was reported that the patient was showing high lead impedance with diagnostics performed. The patient was referred for x-rays, which were forwarded to the manufacturer for review. Based on the x-rays received, a suspect area caudal to the pulse generator is likely the cause for the observed low and high impedance. The lead pin was not fully inserted, but is not likely the cause of the low impedance, but could not be completely ruled out as a potential issue with regard to the performance of the device. Due to the limited images available, the device could not be completely assessed. The patient has been referred for lead revision, but has yet to occur.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.